Event description:
It was reported that the device had gone into a reset mode. Surgical staff did not use a magnet to disable the device. Pt was shocked inappropriately due to cautery. Clinically resolved by downloading device code etp.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.